Event description:
User facility alleged blood glucose results of 436 mg/dl and 164 mg/dl on the inform system when testing was performed back-to-back. The user facility stated that the patient was in the hospital for a small bowel obstruction. The facility stated that there was no treatment or action based on the results. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.